Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. There was an open lead in the cable connecting ECG "c" and ECG "d," causing the failure. The root cause for the strained cable was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.